Manufacturer narrative:
Discarded by customer.

Event description:
It was reported that prior to a surgical procedure at the user facility, a white material was found on the hood. There was no patient involvement, no delay, no medical intervention, and no adverse consequences with this event.